Manufacturer narrative:
(B)(4). E1: initial reporter email address - (B)(6).

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. However, signal loss over one hour was found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.